Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted 1/10/2013, follow-up #1. The device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no delivery defects were found with the pump. The pump was exercised for 29hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. The black box shows an alarm occurring at 17:51 on (B)(6) 2012 and then a power on approximately 1hr 15min later. Review of the total daily dose basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. An "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history.

Event description:
On (B)(6) /2012, the patient contacted animas and reported receiving a call service alarm. The patient reportedly delivered a bolus. The patient noted, she was not sure when the pump alarmed but stated it was prior to contacting cs. The patient reviewed the pump bolus history and stated that there was no record of a 5 unit bolus delivered. During trouble shooting with customer support (cs), the patient mentioned that her bg was 22mmol/l with thirst and stated that she felt anxious. It was not clear why the 5 unit bolus was not indicated in pump history. This reported incident is not indicative of a serious diabetic injury. There were no adverse events associated with this complaint. The complaint is being reported because a programmed bolus was allegedly cancelled and not recorded in pump history.